Manufacturer narrative:
UDI #: (B)(4). Implant date: if implanted, give date: not applicable, lens not implanted. Explant date: if explanted, give date: not applicable, lens not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgeon noticed a black spot on an intraocular lens model zcb00. No patient contact was indicated. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed and a dark spot was observed at the edge of the lens. The reported complaint issue was verified on the returned lens. Lens was sent to the lab for analysis. The ftir spectrum of the black particle shown in found on the lens haptic, revealed that it is consistent with a mixture of calcium carbonate and an adhesive material, possibly an acrylic based adhesive or epoxy resin. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. According to the engineering evaluation, the particle is not possibly related to the manufacturing process in which the final cleaning/inspection is performed. Based on the manufacturing records review, evaluation of the particle, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to the manufacturer has been submitted.